Event description:
It was reported the subject device displayed a noisy image. The procedure was therapeutic. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the costumer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image capture flooding, cable flooding, and scratches on the main body (lens). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Since the product was manufactured more than 15 years ago, the DHR could not be verified. Should additional information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.